Event description:
It was reported that during use in patient, this swan-ganz pacing catheter did not pace from the beginning of the procedure. The issue was resolved by replacing the catheter. The introducer size is unknown. There was no allegation patient injury.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. The device history record review has not been completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. G4. Additional PMA/510k: k822723.

Manufacturer narrative:
One swan-ganz bipolar pacing catheter was returned for evaluation. Customer report of unable to pace was unable to be confirmed. No visible damage or abnormality was observed from catheter body, balloon or windings. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3 cc air and the balloon remained inflated for 5 min. Without leakage. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available the unit was returned for evaluation, and no defect was found; therefore, a product non-conformance or device failure could not be confirmed. The complaint does not meet pra escalation triggers. Corrective action is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.